Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0078909. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that 6 pegasus pnk 20gax1.16in prn-capy non-pvc catheters leaked blood at the septum during use. The following information was provided by the initial reporter, translated from chinese to english: "nurses in CT room used this batch needle during piercing, blood leakage happened occasionally at the septum, so high-pressure imaging couldn't continue, and it affected the normal use, customer had no choice but to puncture, currently, there were 6 needle with this problem that had been found."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 pegasus pnk 20gax1.16in prn-capy non-pvc catheters leaked blood at the septum during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "nurses in CT room used this batch needle during piercing, blood leakage happened occasionally at the septum, so high-pressure imaging couldn't continue, and it affected the normal use, customer had no choice but to puncture, currently, there were 6 needle with this problem that had been found."